Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to corrosion on the auxiliary pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.